Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was fired on a vessel and would not release. The device was removed by manual manipulation and the device finally released. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.